Manufacturer narrative:
Investigation: per the customer treatment was suspended after the second procedure andivig was administered to the patient. Root cause: a definitive root cause for the patient's reaction could not be determined. Basedon customer's statements about the allergic reaction and the literature review, possible causes forthe patient's reaction include but are not limited to an allergy to replacement solution and/orpatient sensitivity to eto.

Event description:
After mulitple attempts, the patient ID is not available from the customer.

Manufacturer narrative:
Investigation: the customer contacted terumo bct support specialist for information to perform the saline rinse. The support specialist provided the instructions on performing a saline rinse to the operator and directed them to the spectra optia operator's manual for specific instructions. Per customer,this is the 2nd procedure with a post procedure reaction for the same patient. 5%albumin is used as a replacement fluid during the procedure. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 20 minutes after completing a therapeutic plasma exchange (tpe) procedure on spectra optia a patient with myasthenia gravis had a reaction. Per customer, post procedure the patient experienced feeling like closing of throat , had shortness of breath, turned red, and developed hives. Per physician's order, benadryl ,tylenol and oxygen (o2) was administered to the patient to manage the symptoms caused as a result of a reaction. The patient is reported in the stable condition. Patient identifier (ID) is not available at this time. The spectra optia exchange set is not available for return because it was discarded by the customer.